Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection between the pd transfer set and the patient line of a cassette which resulted in a leak of solution onto the patient¿s bedding. This occurred during automated peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. The care giver (cg) stated they tightened the connection wanted to continue the therapy. Renal therapy services (rts) advised the cg not to continue and assisted the cg to end the therapy session and disconnect. Rts advised the cg to contact the patient¿s peritoneal dialysis registered nurse regarding incomplete therapy. Proper procedures per the user manual were reviewed with the cg. On the same day as the event, the patient¿s transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.